Event description:
A health care professional reported that a customer obtained a reading of 128 mg/dl on their blood glucose meter and compared to lab result of 76 mg/dl. The tests were reportedly performed within ten minutes. The results when plotted a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter with serial number was returned. The reading high complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. It is unknown if the customer washed their hands prior to testing, and if they ate between tests.